Event description:
The pt's father reported that the pump was dispensing insulin from the cartridge for a couple of months. The reporter confirms that the pt is always disconnected from the infusion set when priming and that there was no pt impact due to the issue.

Manufacturer narrative:
The pump was returned to animas. Evaluation revealed that th force sensor calibration reading was out of calibration. An ezprime operation was performed and during the load step, the pump dispensed fluid. Review of the pump history revealed loss of prime warnings but no "no cartridge detected" warnings.